Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was discarded. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported to company representative that a patient experienced ¿5 months later the patient is now developing lumps in areas injected. Suspected granulomas, they are itchy¿ after they were injected above the lip and "around mouth/lips" with one syringe of juvéderm volbella® xc. Treatment is noted as "claritin", "medrol dose pack", and "pepcid." No diagnostic tests administered. It was noted ¿nodules changing in size and location increase in number." The symptoms are ongoing at this time. Patient was concomitantly injected in the lower face with juvéderm voluma® xc. This is the same patient and same event reported under MDR ID # 3005113652-2020-00406 (B)(4). This is being submitted for juvéderm volbella® xc.

Manufacturer narrative:
Additional, changed, and/or corrected data: h.6. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported to company representative that a patient experienced ¿5 months later the patient is now developing lumps in areas injected. Suspected granulomas, they are itchy¿ after they were injected above the lip and "around mouth/lips" with one syringe of juvéderm volbella® xc. Treatment is noted as "claritin", "medrol dose pack", and "pepcid." No diagnostic tests administered. It was noted ¿nodules changing in size and location increase in number." The symptoms are ongoing at this time. Patient was concomitantly injected in the lower face with juvéderm voluma® xc.